Manufacturer narrative:
A4 - patient weight: the patient's weight was estimated to be between 175 and 190 pounds, as reported by the field representative.

Event description:
It was reported that the patient presented to the hospital for an atrial fibrillation (af) ablation procedure. During procedural preparation, the pacemaker failed to be interrogated via both inductive and radiofrequency (rf) telemetry, likely due to electromagnetic interference (emi) from the af mapping system, as reported by technical services. Additionally, the pacemaker was found to be in rf lockout, caused by multiple interrogations and alerts transmission. Further interrogation attempt using a different programmer and multiple telemetry tests were performed but were unsuccessful. The pacemaker was successfully interrogated once the mapping system was turned off. The patient was in stable condition.